Manufacturer narrative:
Device history record shows that all processes were performed as specified. End user method of withdrawal was not performed as described in product IFU. Damaged wire shows evidence of excessive force used during removal of device. Damage on core wire is consistent when excessive force is applied when withdrawing a wire. Damaged to coil wire is consistent when excessive force is applied when withdrawing a wire from the needle. As a result, damaged observed during evaluation is more likely caused during use. Galt medical corp publishes the following caution with its sterile product. Cautions: "if resistance is met when advancing or withdrawing the guidewire or introducer, determine the cause by fluoroscopy and correct before continuing with the procedure. Because of the delicate and fragile nature of guidewires, extra care in handling must be taken." "If the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." Warnings: "do not withdraw guidewire through metal needles; guidewire may shear or unravel. If resistance is felt, stop. If necessary, remove needle with guidewire and discard components."

Event description:
Wire stuck in needle during procedure. Entire assembly was removed all at once and a piece of wire broke apart during extraction.